Event description:
Boston scientific received information that one day post implant there was evidence of cross talk and loss of capture . The lead was revised and re-used without incident. The lead remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.